Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, when the customer attempted to charge the pump, a malfunction alarm occurred. Customer¿s blood glucose level was 234 mg/dl. Reportedly, the customer had alternate methods of insulin therapy available.